Manufacturer narrative:
The device was evaluated by a field svc tech. The field svc report has not been returned as of the date of this report. Once the report is evaluated and the serial number is identified, this report will be updated.

Event description:
It was reported that the plug on the neptune docker is melted. There was no pt involvement or adverse consequences related to this event.